Event description:
Additional information was received from a healthcare professional of a clinical study. On (B)(6) 2017, the patient reported experiencing shocking sensations in the upper and lower extremities from the ins. The event occurred on (B)(6) 2016. A clinical diagnosis of shocking sensations was reported. A device diagnosis was not applicable. The entire system was reprogrammed on (B)(6) 2017. On (B)(6) 2017, the patient reported the stimulator had been working well (without problems) since the reprogramming. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016. The event resolved without sequelae. No further patient complications were reported as a result of the event. The event was related to the device or therapy (specifically due to programming) and was not related to the implant procedure.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) has been removed.

Event description:
The health care provider (hcp) of a clinical study reported via a company representative that the motor vehicle accident was not considered to have impacted the device or contributed to the shocking sensation. The cause of the shocking sensations was not determined, but was resolved with a change in the amplitude of the device programming only. No problems with the device noted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the the date of the most recent interrogation prior to the event was (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient was implanted with an implantable neurostimulator (ins) for spinal stenosis and spinal pain. It was reported they were in a motor vehicle accident in (B)(6) 2016 and since then they have experienced really bad spasms. Then, in (B)(6) 2016, they started experiencing electrical shocks in their arms and body. The first time the shocking was noticed was when they got in the shower and water hit their back. They were redirected to their doctor to get the device checked.

Event description:
Additional information received from the consumer reported that the steps taken to address the shocking and spasms included calling the manufacturer. The shocking and spasms had resolved.